Event description:
It was reported that customer experienced recurring occlusion alarm and alarm 2 while using insulin pump with trusteel infusion set. There was no reported impact to the customer¿s blood glucose level, as caller declined to provide this information. Customer, under guidance from technical support, disconnected tubing and cartridge connections, delivered test boluses to identify blockage in tubing, and then changed supplies as necessary before safely resuming insulin therapy.